Manufacturer narrative:
Unit did not power up and no rf, problem isolated to the pcb board, per (B)(6). (B)(4).

Event description:
It was reported via phone call that the insulin pump could not calibrate due to outdated software. No further details were provided. The insulin pump was returned for analysis.

Manufacturer narrative:
This event was reported in error.